Event description:
The device was used during a low anterior resection procedure. Reportedly, the safety was broken. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.